Event description:
On ultrasound, the 18mm graft is "dumbell-shaped," with one area 27mm in diameter and another area 22mm in diameter. The pt is asymptomatic, but can feel a pulsatile mass in abdomen.